Manufacturer narrative:
Product event (B)(4). Evaluation process: *performed visual inspection on unit per (B)(4). - unit has bare metal on both bottom sides of enclosure. *performed baseline functional testing per (B)(4). - no performance issues found. Unit delivered correct rf energy in both cut <(><<)>(><(>&<)><(><<)>)> coag. Root cause: the resistive loads used inside commercial off-the-shelf analyzers are located in earthed metal enclosures. The energy being delivered by the pulsar ii is shunted off to the earthed enclosure in the form of rf leakage current¿which can confuse the power reading of the analyzer because it tries to monitor current and voltage. Our measurement system places the rated load on a wooden table where it is isolated from earthed metal. We use flue true rms meters that measure actual heat produced by the waveform. Our set-up is not confused by the coupled rf leakage current and generates accurate readings. (As per (B)(4) ¿ sr. Electrical engineer). Bare metal on enclosure is due to rough handling out in the field. (B)(4).

Event description:
Biomed performed preventative maintenance testing using a dni 454 esu analyzer and a tna device and found that the output on all settings below coag 5 were higher than the allotted tolerance.there was no patient involvement.

Manufacturer narrative:
(B)(4).

Event description:
Biomed performed preventative maintenance testing using a dni 454 esu analyzer and a tna device and found that the output on all settings below coag 5 were higher than the allotted tolerance. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.